Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Please expect a report by (B)(4), 2009.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device incorrect mode. Complainant indicated that there was no pt involvement in the reported malfunction.